Event description:
In 2005 - a dental implant was placed in tooth location #30. Subsequently, the pt was experiencing pain and paresthesia. Four days later - the implant was removed. In 08/05 - the clinician was contacted. They stated the pt was seen four weeks post-operative. The pt now has less numbness and pain. The pt is still improving.